Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 (air in line) alarm that appeared on the homechoice unit during drain 3 of 4. The home patient (hp) was connected. The technical service representative assisted with troubleshooting and explained the alarm to the hp. The hp would finish with manuals. The hp did not see any obvious cause of the alarm. The hp would call the nurse regarding the air detect alarm and being connected. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Event description:
During a follow up with the nurse regarding the alarm, it was revealed that the issue was resolved, and that it was caused by something the hp was doing wrong. Per nurse, hp was re-trained. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for a se 2240 (air in set) was not confirmed due to a lack of sample. Per additional information's it looks like the cause was use error. Not enough data is available within the complaint to identify root cause; therefore, the cause of the complaint was not determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).